Manufacturer narrative:
On (B)(6) 2023, the following information was obtained from follow up with the customer: the procedure was completed successfully with the generator and with a delay of 10 minutes. There was no patient injured due to the reported problem and no current status of the patient was available. The e-100 generator has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, and therefore could not cut/seal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy ¿ radical salvage surgical procedure, the customer called intuitive technical support engineer (tse) to report that e-100 is not working. Prior to calling they rebooted the system, but as soon as a synchroseal instrument is connected the status led from the e-100 turned red. Using another synchroseal instrument didn¿t solve the issue. During troubleshooting, the proper cable connections (power and communication port) from the e-100 had been checked. To be able to perform the surgery, the tse suggested to use a possible available vision side cart (vsc) from the second system of this hospital. The surgeon stated they would use the vessel sealer and the erbe generator instead to perform the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.